Event description:
The report we received from the patient indicated that in 2004, three bx sonic hepacoat stent were implanted on the right coronary artry. Forty six minutes post implant, the patient had a heart attack.

Manufacturer narrative:
The product is not available for evaluation as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This is one of three products involved in the same patient and reported under manufacturing numbers: 1016427-2007-00009, 1016427-2007-00010, and 1016427-2007-00011.